Manufacturer narrative:
H6: code b15 was added. Investigation findings and conclusions were updated to c19 and d15, respectively. H6: code c19: a review of the manufacturing records and sterilization run records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ six radiographic jpeg images available for evaluation. ¿ no name, date, time stamps, or demographics on any of the images provided for evaluation. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ annotations on the images were completed before submission to gore unless otherwise indicated. ¿ cannot confirm measurements on the images without dicom imaging. ¿ jpeg image #1 shows: o the image is a partial 3d reconstruction image. O image appears to show an abdominal aortic dissection. ¿ jpeg image #2 shows: o one ctag ac is implanted. O the proximal end of the device is distal to the level of the distal lsa border. However, cannot confirm migration without an image confirming the device was located differently post initial procedure. (According to the marker pigtail catheter, that is present, the proximal end of the ctag ac appears to be ~1cm, distal to the lsa) o there appears to be contrast outside the proximal implanted device. Possible proximal type I endoleak. ¿ jpeg image #3 shows: o two ctag ac devices are implanted at the proximal end of the original ctag ac. O there does not appear to be flow in the lsa. Possible coiled embolization of the lsa but cannot confirm with overlayed drawing. ¿ jpeg image #4 shows: o a 3rd ctag ac is implanted, extending distally in the descending thoracic aorta (dta). Image shows the distal ends of the implanted devices are patent. Cannot visualize a dissection in the dta on this angiogram image. ¿ jpeg image #5 is a 3d reconstruction image and it shows: o a dissection in the dta is visualized after the implantation of 2 ctag ac devices in the arch and distal thoracic aortic arch. O cannot confirm any entry tears with images provided for evaluation. ¿ jpeg image #6 shows: o poor quality radiographic image. O image appears to show dissection in the abdominal aorta. ¿ cannot confirm infection with available images.

Manufacturer narrative:
H6: code d12 was added. H6: code d12: the gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: endoleak, stent graft: migration.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Following the procedure, the patient developed fever and infection. Also, a follow-up CT scan showed distal migration of the proximal ctag ac and a type ia endoleak. Reportedly, it was certain that the infection affected the proximal ctag ac but the extent of the infection was unknown. On (B)(6) 2025, a reintervention was performed. Another ctag ac was additionally implanted. The endoleak disappeared. It was unknown if the treatment of infection was given. On (B)(6) 2025, the patient had hematemesis. Aorto-esophageal fistula was suspected. An emergency tevar was indicated. On the same day, the additional procedure was performed. A re-entry tear which was located outside the treatment area was found by ivus. Another ctag ac was implanted to cover the re-entry tear. The final angiography showed no endoleak. Thereafter, the patient underwent another operation by digestive surgeons. The outcome was unknown. There was no information reasonably suggestive of the causal relationship between the ctag ac devices and suspected aorto-esophageal fistula. The reporting physician commented as follows: aneurysmatic change of the aorta due to infection caused the migration of ctag ac, leading the type ia endoleak.